Event description:
Vacuum assisted vaginal delivery with eval of the CT scan of the head demonstrating a mildly displaced fracture of the right side of the occipital bone.

Manufacturer narrative:
Dr (B)(6), (B)(6) for clinical innovations, spoke with a rep (dr (B)(6)) of (B)(6) on (B)(6) 2012. As a result of their conversation, dr (B)(6) and dr (B)(6) concluded that the injury was most likely not caused by the device, but by user error. Dr (B)(6) also stated that the device was used "outside of our recommendations and guidelines" included in the product's IFU.